Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. It is unknown what type of confirmation testing was performed. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " § steps taken with customer/troubleshooting: customer reports that they have had several instances where they would obtain a positive result, followed by a negative result via their analyzer. Customer could not confirm a specific number of instances where this has happened but alleges it has occurred several times over the last month. Customer has not documented any of the lot #s for their 256082 kits when these false positives took place. I advised the customer that in these instances, it is appropriate to retest the sample, followed by choosing an alternate methodology, i.e., pcr as a confirmation. Customer confirms that those steps were confirmed at each occurrence. "

Manufacturer narrative:
Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that were observed. Bd cannot confirm the complaint based on the investigation that was performed. CAPA#(B)(4) was initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. It is unknown what type of confirmation testing was performed. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "steps taken with customer/troubleshooting: customer reports that they have had several instances where they would obtain a positive result, followed by a negative result via their analyzer. Customer could not confirm a specific number of instances where this has happened but alleges it has occurred several times over the last month. Customer has not documented any of the lot #s for their 256082 kits when these false positives took place. I advised the customer that in these instances, it is appropriate to retest the sample, followed by choosing an alternate methodology, i.e., pcr as a confirmation. Customer confirms that those steps were confirmed at each occurrence."